Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant, the r wave amplitude had diminished, and the rv capture threshold had risen. Fluoroscopy revealed a micro dislodgement. The lead was extracted and a new lead was successfully implanted without any complications. There were no adverse consequences to the patient.

Event description:
Additional information was received indicating that at post extraction of the implantable cardioverter-defibrillator lead, the patient was found to be in a state of hypotension. Patient was treated with medication and was admitted to ICU. The following day, patient¿s condition was stable and was discharged.